Event description:
It was reported to philips that the system's fluoroscopy was intermittently turning off, preventing imaging and delaying the procedure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed with less than a 20-minute delay by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently unable to perform fluoroscopy. A review of the log file showed a communication error between the fdc and the ippc. Upon troubleshooting, the fse found that this issue did not occur consistently in all cases. System operation was checked and verified. The foot switch was tested and passed all checks. The hand switch was also found to be functioning properly. During verification, the reported issue could not be reproduced, and the system was found to be functioning properly. After verification of the foot switch and hand switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure was not affected, and the customer was able to complete the procedure by restarting the system with minimal delay; it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.